Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 423 mg/dl. Customer stated that they got a no delivery alarm followed by a motor error. Customer declined to troubleshooting for high blood glucose. Customer reports the drive support cap appears normal. The customer stated that the insulin pump did not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 days period. Advise to discontinue use of the insulin pump and refer to back up plan. The devices will be returned for analysis.